Event description:
It was reported that the water reservoir is leaking. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date.d5 h6. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Discolored enclosure and line cord, corroded drain fitting, and cracked tank cover. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests the reported issue was duplicated. The device was leaking inside from the connection between the pump and the reservoir. The root cause of the reported issue was found to be the silicone tube attached to the inside of the housing came a loose. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.